Event description:
Patient reported the aligners are pushing down their bottom gums and they have a hole in one of their bottom teeth near the gum line. Requested additional information and photo of the areas concern for evaluation. Provided gum discomfort and hh tips. May need to refer patient to dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.